Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product has not returned to depuy synthes mitek, however a photo was provided for review. The photo investigation revealed that biointrafix 7-9mmx30mm tprscr had the anchor broken at the distal end of the device, the broken piece was missing. The anchor had foreign matter, presumably biological matter. The overall complaint was confirmed as the observed condition of the biointrafix 7-9mmx30mm tprscr would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to a procedural variable, such handling of the device or product interaction during procedure; resistance may have been felt when the device was being inserted and the excessive force applied caused the anchor to break. As per instructions for use (IFU), failure to insert the screw along the tunnel axis may result in device damage. Guidewire use is recommended, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported by the sales rep in china that during a anterior cruciate ligament (acl) repair procedure performed on (B)(6) 2024 it was observed that the biointrafix 7-9mmx30mm tprscr anchor device was broken off. It was reported that all broken parts were removed. Another device was used to complete the procedure. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.